Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis. First, it was reported that at the beginning of the procedure that a qdot micro¿ catheter had a force sensor error 106 displayed on the carto 3 system. The ablation cable was replaced without resolution. The qdot micro¿ catheter was replaced with another one of the same lot number and the issue resolved. The case continued. The customer's reported force issue with the 1st qdot micro¿ catheter is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. It was also reported that when coming over to the right atrium it was discovered by intracardiac echo that there was an effusion. The intervention provided to the patient was a "tap". As such, the event is being considered MDR reportable against the 2nd qdot micro¿ catheter used. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was also reported that when coming over to the right atrium it was discovered by intracardiac echo that there was an effusion. The intervention provided to the patient was a "tap". As such, the event is being considered MDR reportable. Device evaluation details: the product was returned to biosense webster inc (bwi) on 22-apr-2024 for evaluation and the evaluation has been completed a visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).